Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed the reported superficial driveline damage and discoloration; however, a specific cause for the damage and discoloration could not be conclusively determined through this evaluation. The heartmate 3 modular cable, lot number 8762470, was returned in used condition. A tear was noted in the outer jacket approximately 7.0¿ from the controller connector, causing the jacket material to bunch up and become twisted. The tear revealed the underlying armor layer; however, the armor layer was intact, and no underlying wires were exposed. Additionally, the outer jacket was discolored yellow and grey along the length of the cable. Yellow discoloration was observed in the controller connector bend relief, and brown discoloration was observed in the inline connector bend relief. The controller and inline connector pins appeared unremarkable. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. Incidental finding: inspection of the inline connector locking nut revealed that the lock/unlock markings were worn off. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine outpatient management, damages were recognized on the outer layer of the patient's modular cable. The modular cable was replaced.